Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. Concomitant products: d354trm implantable cardioverter defibrillator (ICD),  implanted: (B)(6) 2013; 4968 implantable pacing lead, implanted: (B)(6) 2013. (B)(4).

Event description:
It was reported that the patient experienced a possible perforation, a thoracotomy was conducted and hemostasis was performed. It could not be determined if it was the right ventricular (rv) lead or left ventricular (lv) lead that caused the possible perforation. It was noted that the lv lead needed to be repositioned several times at the time of implant. The leads remain in use. No further patient complications have been reported as a result of this event.